Event description:
Additional information reported that the patient developed an epidural hematoma following a spinal cord stimulation (scs) trial placement. The patient now had paralysis of the lower extremities. At the time of this report, approximately seven weeks after the event was initially reported, the patient had not recovered; the symptoms and issues were ongoing. The cause of the issue was not determined; it was unknown if it was device related. It was noted that the patient was on lovenox, and stated that he had not had a dose for greater than 15 hours. It was questioned if the patient was a slow metabolizer. Additionally, the status of the decompression surgery and paralysis were unknown.

Event description:
It was reported that a trial patient experienced complications yesterday. It was believed that the patient did not stop taking the anticoagulant, plavix, prior to the procedure as ordered by the physician. Following the insertion of the trial leads, the patient had what was believed to be an epidural hematoma develop, causing paralyzation. The patient was paralyzed from the waist down. It was reported that the patient experienced pain, paralysis, and weakness at the spine. The leads remained implanted as of the date of the initial report. Neither diagnostic testing nor troubleshooting was done as it was not required during the trial. The patient was to be seen for possible decompression surgery. It was later reported that the patient did have surgery, the results of which were not known. There was no alleged product issue or device malfunction reported. No outcome was reported regarding the result of surgery. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, product type: screening device.